Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation-MRI; upn: m365sc43190; model: sc-4319; serial: n/a; batch: 27415035.

Event description:
It was reported that the patient did not experience pain relief from the stimulation, reprogramming was attempted without any effect. The patient also experienced discomfort in their back at the site of the implantable pulse generator (ipg) and clik anchor. It was noted that the patient is slender. The physician decided to explant the entire system. The devices will not be returned for analysis as they were discarded by the facility.